Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The customer ate her dinner of soup and sandwich at 5:30 pm. At 10:57pm she tested her blood glucose on the contour next link 2.4, and received a reading of 396 mg/dl. She received a bolus of 4 units of insulin. Normally she gets 0.6 - 1.6units. She went to sleep and when she woke up around 2:00am the paramedics were assisting her because she was unconscious. During the time she was unconscious, her husband tested her blood twice at 1:10am and once at 1:22am. The readings were 146, 157 and 146mg/dl, respectively. When the paramedics arrived they had tested her blood with their meter, and the reading was approximately 30mg/dl. She received medical treatment but could not recall details. Afterwards, she still felt sick, but took no further action. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.